Event description:
Reported failure code 538. It is not known if this failure occurred while infusing on a pt. The facility rep stated that no pt injury or medical intervention was reported on this pump since the last baxter service event.